Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. Philips remote service engineer (rse) checked the system and found that found the flex vision computer was not booting. Upon troubleshooting, fse found the flex pc replacement failed initially due to a faulty hard drive. After replacing the hard drive and reconfiguring the software, system boot issues persisted. To resolve the problem the fse reloaded backup to system and performed flex vision monitor inputs configuration. After repairs completed, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system would not boot up completely, stuck at zero. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.